Event description:
It was reported that this pacemaker exhibited a pacing failure due to variable and high capture thresholds and loss of capture. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a pacing failure due to variable and high capture thresholds and loss of capture. This pacemaker remains in service. No adverse patient effects were reported.